Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated "my heart rate was around 82 bpm, then I tipped the golf cart over and broke my ankle, now my heart rate is about 60 bpm." At the patient's next follow-up, the rate was adjusted to 70 bpm. The device is still in use. No further patient complications have been reported as a result of this event.